Event description:
The patient received her scs system on (B)(6) 2010. It was reported that she is feeling stimulation, but her charging system does not locate the ipg. She stated she did not drop nor exposed her system to elements. A new charger was sent to the patient. Attempt to gather additional information has been unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.